Manufacturer narrative:
(B)(4). Examination of the submitted tibial insert found evidence confirming the device disassociated from the tibial tray component while in vivo. The referenced tibial tray component was not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the root cause of the disassociation. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because, the insert disassociated from the tibial tray.